Manufacturer narrative:
Investigation summary: customer returned (1) loose 3/10cc, 6mm syringe. The returned sample exhibited reddish material on the outer surface of barrel and on the barrel tip where the hub assembly connects with the barrel. A small portion of material from each of these areas was removed from the sample (the hub assembly had to be removed with pliers to access the material on the barrel tip and prepared for ftir spectral analysis. The spectral analysis shows that the material on the surface of the barrel has components similar to those of grease mixed with silicone while the material on the barrel tip has components similar to those of grease. No foreign matter was observed in or on the cannula. A review of the device history record was completed for batch # 8281940 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (fm on cannula) on 08aug2019, a loose 3/10cc, 6mm, 31g syringe was received in the flks complaint handling lab without any packaging. On 15aug2019, the returned sample was examined visually and under a microscope at 20x magnification. The returned sample exhibited reddish material on the outer surface of barrel and on the barrel tip where the hub assembly connects with the barrel. A small portion of material from each of these areas was removed from the sample using a stainless-steel pick and placed onto a diamond compression cell for fourier transform infrared (ftir) spectral analysis. The spectral analysis demonstrated that the material on the surface of the barrel has components similar to grease mixed with silicone. The material on the barrel tip has components similar to grease as well. The sample was forwarded to the manufacturing site in holdrege, ne for further investigation on 16aug2019. Based on the process, the DHR records were reviewed for any occurrence of non-conformances. 1 on 1 interviews with engineers were performed and maintenance records were reviewed and verified. 5-why¿s methodology was used for root cause analysis. After the interview with the process engineers, associates and technicians, root cause was determined to be excessive lubrication of the sprocket bearings causing the lubricant to make its way to the chain. When the chain rides around the oven horseshoe, lubricant can drip down the horseshoe if excessive lubricant is present. Barrels carried on the chain were tilted at an angle, causing the parts to contact the lubricant on the horseshoe . Specific failure mode(s): failure mode: process-related fm, not in fluid path: food-grade lubricant from printing process; component: syringe barrel conclusions: after further investigation on the defect, it was found to be from printing operation due to excessive lubrication of the printer chain sprockets. Corrective action: weekly pm will be modified to add cleaning of the horseshoe, chain, and sprocket after greasing. Verify that the sprocket, chain & horseshoe are free of excess grease.

Event description:
Material no: 324910. Batch no: 8281940. It was reported that during use of the bd insulin syringe w/ bd ultra-fine¿ needle the parent of a consumer noticed blood, reddish brown color on the needle and little above and below 5 scale mark. He noticed this when he removed the needle shield. The following information was provided by the initial reporter: parent of a consumer reported her husband noticed blood , reddish brown color on the needle and little above and below 5 scale mark. He noticed that when he removed the needle shield.

Event description:
Material no: 324910 batch no: 8281940. It was reported that during use of the bd insulin syringe w/ bd ultra-fine¿ needle the parent of a consumer noticed blood, reddish brown color on the needle and little above and below 5 scale mark. He noticed this when he removed the needle shield. The following information was provided by the initial reporter: parent of a consumer reported her husband noticed blood , reddish brown color on the needle and little above and below 5 scale mark. He noticed that when he removed the needle shield.

Manufacturer narrative:
Investigation summary: customer returned (1) loose 3/10cc, 6mm syringe. The returned sample exhibited reddish material on the outer surface of barrel and on the barrel tip where the hub assembly connects with the barrel. A small portion of material from each of these areas was removed from the sample (the hub assembly had to be removed with pliers to access the material on the barrel tip) and prepared for ftir spectral analysis. The spectral analysis shows that the material on the surface of the barrel has components similar to those of grease mixed with silicone while the material on the barrel tip has components similar to those of grease. No foreign matter was observed in or on the cannula. A review of the device history record was completed for batch # 8281940 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (fm on barrel and on barrel tip). -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (fm on cannula). As per investigation completed by manufacturing, "on 19th august 2019, holdrege received one 0.3cc 31g 6mm bd insulin syringe of batch# : 324910; material number: 8281940. The sample was decontaminated per hstr-17 and hqa-68 prior to being evaluated after visual inspection of the sample, we would confirm that the fm on the barrel tip and has grease on it. Process: ¿the mold opens and ejects the molded parts onto conveyor. ¿the molded parts are carried on the conveyor and then p-shot (vacuum) into totes. Investigation: mold#: ;press#: root cause: barrel was caught at the edge of the conveyor wheel and got carried over with the good product. Corrective action: fixture will be built and implemented to divert the molded parts from the complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
Material no: 324910, batch no: 8281940. It was reported that during use of the bd insulin syringe w/ bd ultra-fine¿ needle the parent of a consumer noticed blood, reddish brown color on the needle and little above and below 5 scale mark. He noticed this when he removed the needle shield. The following information was provided by the initial reporter: parent of a consumer reported her husband noticed blood , reddish brown color on the needle and little above and below 5 scale mark. He noticed that when he removed the needle shield.

Manufacturer narrative:
The investigation root cause has been updated: h.6. Investigation summary: as per updated investigation completed by manufacturing. "On 09th october 2019, holdrege received one 0.3cc 31g 6mm bd insulin syringe of material#: 324910; batch#: 8281940. After visual inspection of the sample, we would confirm that it is fm (grease) on the barrel tip. Complaint: fm (grease) on the 0.3ml barrel tip. Printing process: molded barrels get carried from the rails on to the upper spindle and spindle cups. The barrel printer applies ink from a substrate to a molded barrel. The molded barrel will be treated with corona, to get a good adhesion of the ink to the molded barrel. Weekly pm¿s are performed on the printer for lubrication (apply grease to spindles). Investigation: (methodology:- 5-why, 1 on 1 interviews with engineers, verification) 0.3ml 31g * 6mm bd insulin syringe of above-mentioned batch and material number consumed 3 different batched of 0.3ml printed barrels. Reviewed the DHR records and did not have any non-conformance created on all the 3 printer batches. After the interview with the process engineers, associates and technicians, root cause was determined to be fm (grease) from the spindles. Root cause: fm (grease) on the barrel tip was caused due to over greasing on the printer spindles during the pm¿s. Corrective action: stopped using grease for the pm¿s on spindles from dec 2018. Started using food grade oil for the weekly pm¿s on spindles jan 2019. We have updated the standard work instructions to inspect all the printers every shift and to wipe of the fm from the spindles. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Conclusion: during the initial investigation submission on the defect, root cause was determined to be molding process. After further investigation on the defect, it was found to be from printing operation due to over greasing on the spindles." H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Material no: 324910, batch no: 8281940. It was reported that during use of the bd insulin syringe w/ bd ultra-fine¿ needle the parent of a consumer noticed blood, reddish brown color on the needle and little above and below 5 scale mark. He noticed this when he removed the needle shield. The following information was provided by the initial reporter: parent of a consumer reported her husband noticed blood, reddish brown color on the needle and little above and below 5 scale mark. He noticed that when he removed the needle shield.